Event description:
On inspection of 6f feeding tube prior to insertion, it was noted that the metal stylet was sticking out of one of the ports at the bottom of the feeding tube.

Manufacturer narrative:
The following elements have blank data.

Event description:
On inspection of 6f feeding tube prior to insertion, it was noted that the metal stylet was sticking out of one of the ports at the bottom of the feeding tube.

Event description:
On inspection of 6f feeding tube prior to insertion, it was noted that the metal stylet was sticking out of one of the ports at the bottom of the feeding tube.

Manufacturer narrative:
The following elements have blank data.

Event description:
On inspection of 6f feeding tube prior to insertion, it was noted that the metal stylet was sticking out of one of the ports at the bottom of the feeding tube.